Manufacturer narrative:
(B)(4). Investigation summary: bd received 1shelf pack samples and 6 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm-hair in the package and tube with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for fm-hair in the package and tube with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that foreign matter was found in the packaging of 1 bd vacutainer® edta 2k tube, and hair was found inside 1 other tube. Both defects were found prior to use in lot 0009615. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following issues were found in tubes (367846) from lot. 0009615: fm in package x1, fm in tube x1 (correction) hair in the tube x1."